Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04533. In 2011, it was reported the pt had an infection, and the scs system was removed. The pt had rec'd two leads with the same lot number . It was reported, the pt had an x-ray and it was determined lead fragments may have been left inside the pt. No devices were returned. It was reported a physician suspected lead fragments, and a surgical intervention was undertaken to remove them. No further pt update was available. Device 2 will report the trial leads the pt rec'd, as it was uncertain whether the issue was caused by the trial leads (two trial leads with the same lot number).

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.